Event description:
The little string that is supposed to be on the flothru shredded and left the product inside the patient. Product is still inside the patient. No patient or user injury yet. The patient is over 18 yrs old, male, with hospital (B)(6). Additional information received from reporter on (B)(4) 2012: the patient is currently stable and the cat scan has not yet been done. Reporter confirmed that she does have the portion of the suture with the tab and she will return that to baxter, along with the rest of the device if it can be located. She and the surgeon are aware that the device is not meant for implantation and are making every effort to locate it. The surgeon described the incident as follows: the patient underwent CABG on pump. When they took hold of the tab to remove the flo-thru device, they immediately noticed that the suture was unraveling. The surgeon attempted to use a tissue forcep to get hold of the suture at the base and it broke off. He has never seen this happen before. Profuse bleeding prevented them from being able to see the device and cardiotomy suction was used to gain visibility. With the profuse bleeding, the surgeon is not convinced that the device remained in situ. The staff physically went through the entire cell saver circuit to attempt to locate the device without success. They were not able to do the same with the cpb circuit so the device may have been suctioned through the cardiotomy suction tips and been trapped in one of the filters. The treatment plan is to have the cat scan done and if there is any evidence of the device in situ to take the patient to the cath lab (interventional cardiology) to remove it rather than bring the patient back to the o.r.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a single case report of detachment of the tab which facilitates removal of the flo-thru device when nearing completion of the vascular suture line. The flo-thru device is used to allow temporary blood flow through a coronary artery during bypassing procedure. Upon removal of the device, temporary, profuse bleeding is expected. Had the suture connecting the pull tab to the device not unraveled, there would have been no need to attempt to use tissue forceps to hold onto the suture, during which time more blood loss occurred making visualization of the frayed suture and actual device impossible. Cat scan results are required to ensure the device was not left in situ. This device in not intended for long term dwelling. If unraveling of this suture were to occur in future devices, the same hazardous situation could occur. In the worst case scenario, the device is not expelled and suctioned into the cpb line, and is left inside the patient. As this device was designed and tested for acute use only, and no long term component stability exists, the most prudent plan of action would be to remove the device, if it's location can be determined. Additional information received from user facility on (B)(4) 2012 (after initial assessment): the CT scan showed that the flothru is still in the patient. She believes it is in the pulmonary vein or artery. They will be leaving it in the patient. Patient is currently stable and they don't wish to remove unless the patient shows any symptoms. Risk management has the tab with sting and is awaiting instructions from FDA on what to do with the device as they are going to report it. A voicemail was left for risk management on (B)(4) 2012 to obtain some additional clarity on CT and request the tab for investigation.

Manufacturer narrative:
(B)(4). Follow-up medical assessment: device retention has been confirmed via CT scan. As the patient is asymptomatic of any signs of vascular obstruction, the treating physician has determined that attempting removal of the device would cause more harm than leaving the device in situ. Communication to the hospital and the treating physician notifying them of the concern regarding the unknown stability of the device when left in situ should be provided. The risk associated with leaving the device in situ include fragmentation of the device following long term exposure to blood flow causing embolic sequelae. A letter was sent to the customer stating: as this device is only intended for temporary blood shunting, we have no data on long term exposure to blood flow. No testing of the device as a permanent implant has been conducted making removal of the device desirable. Baxter synovis received the tether back for sample evaluation. Batch records and component receiving inspection reviewed with no issues noted. There is no evidence that proper procedures, requirements, and specification were not satisfied. Examination of the returned portion of the slab and tether showed a frayed end, suggesting a tensile failure. The complaint was confirmed. Baxter synovis advised that this was the first complaint of this nature received. They advised that a CAPA is not required for this event. The most likely root cause is tensile failure of the tether material. This is the first complaint of this nature received for this product. The case will be kept on file for trending purposes.